Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on companyacceptance criteria. A review of treatment report confirmed that the treatment parameter for left eye (os) was programmed +.92 - 1.05 x 055, but because lack of preoperative refraction value it is not able to determine if the desired correction left eye (os) was -.92 - 1.05 x 055. A technical root cause could be excluded for the reported event. The root cause is that the user entered a wrong desired refraction value into system. (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient who underwent lasik of the left eye; at one day post treatment it was discovered that the desired correction and the programmed correction were different. An enhancement was performed and symptoms resolved.